Event description:
It was reported that the patient had inappropriate shocks due to oversensing of noise via reduced intrinsic complexes. The sensing vector at the time of the shocks was set to the secondary vector. The patient was changing oil at the time of the shocks. Technical services advised some programming options. The clinic has now reprogrammed the sensing and will monitor the patient. There were no additional adverse patient effects. The system remains implanted.